Manufacturer narrative:
Field g4 premarket/510k, from section g all manufacturers, contains both documents k193473 & k210608 whose character limit prevented both entries from the field.

Event description:
It was reported that this insertable cardiac monitor (icm) reached the end of service (eos) status, thus the physician was unable to interrogate the device. Boston scientific technical services (ts) indicated that the only solution was to replace the device and return it for further analysis. The icm remains in service and no adverse patient effects were reported. The icm has been explanted. A new icm has been returned. No adverse patient effects were reported.